Event description:
It was reported that a brown liquid came out of the chuck while the equipment was being tested during an on-site maintenance visit at the account. There was no patient involvement. There were no adverse consequences reported as a result of this event.

Manufacturer narrative:
The device has not yet been received at the manufacturer for testing. An evaluation will be conducted upon receipt of the product, and a follow-up report will be submitted after the quality investigation has been completed.